Event description:
Spontaneous call from pt stating one of his ms3 pumps cartridge caps cracked. Set up delivery of a replacement cartridge cap. Unk which of his two pumps had the cracked cap. No serial number was provided. Only the cap needs to be replaced as the pump is working fine otherwise. This did not cause the pt any clinical injuries. No other info or dates provided. Ndc for cartridge cap is (B)(4). Reported to (B)(6) by pt/caregiver.